Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost significant amount of weight, causing the ipg to migrate. Surgical intervention was undertaken on (B)(6) 2021 during which the ipg was relocated. Stimulation was restored following the procedure.